Event description:
Ventilator started to alarm (low exhaled tidal volume alarm). Therapist noted the set respirator rate of 8 was not being given. The pt was breathing at that moment of 5 then 7. The pt's vital signs remained stable and the pt was asleep. A new vent was brought to room and the vent exchanged. The pt remained stable at all times. Hosp biomed engineering staff tested the unit and found that it worked properly and could found no problem. Staff talked to tech support and tech support explained that such a situation could happen in simv mode. (The vent had been in simv mode.) Info forwarded to resp therapy mgr who contacted mallinckrodt regarding explanation for alarm. Once the mgr had his questions answered, the vent was placed back in svc.